Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced recurrent urinary tract infections, foul-smelling discharge, urinary incontinence, urinary urgency, pelvic pain, vaginal pain, lower abdomen pain, pain with intercourse, a large bunch of device eroded at the vaginal apex, erythematous area above trigone with some debris in the bladder, overactive bladder, cramping, vaginal bleeding, pale yellow liquid, pooled in vagina that is suspected to be urine, chronic vesicovaginal fistula, severe urinary leakage, stress urinary incontinence, bladder spasms, urinary leakage around catheter, vaginal bleeding, cloudy urine, dysuria, and foul urine odor. Patient had an office cystoscopy that noted device erosion in vagina and bladder, urinary incontinence, possible vesicovaginal fistula, debris and what looks like a bladder stone. Patient had explantation of the vaginal device and a cystourethroscopy via general anesthesia. Patient had a computerized tomography scan that noted a possible device at the posterior bladder wall and a possible vesicovaginal fistula at anterior tip of bladder. Patient had device erosion with calculi over the device in the midline above the trigone, slightly closer to the right side than the left, 2-3 cm away from both ureteral orifices. Device erosion at the area over the presacral space and into the pelvis at the vagina and the device in the vagina with a defect in the bladder approximately 0.5 cm in size. Patient had a cystoscopy with ureteral catheterization bilaterally, a robotic assisted laparoscopic revision of sacrocolpopexy with explantation of the device, robotic assisted laparoscopic bilateral salpingectomy, and robotic closure of the vesicovaginal fistula via general anesthesia. Patient had urinary urgency and some urinary incontinence possibly from absorbable sutures still in the bladder.